Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon could not be inflated due to inflation extension tube detachment from backform. Trace amount of extension tube material was visible inside backform. No visible damage to balloon latex.

Event description:
It was reported that the balloon could not maintain the inflation. There was no pt complications reported.